Manufacturer narrative:
Product complaint number: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and the following was obtained: please provide the lot number: no further information is available. Was there any change in the patient¿s post-operative care due to the prolonged procedure? No further information is available. Were there any unexpected outcomes or complications as a result of the prolonged surgery time? No further information is available. Device return status: the device has been received at sukagawa and will be shipped. Please check rmao. No further information will be provided. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This is a combination product, and the event has been reviewed for both the suture and the triclosan. Trade name -irgacare. Active ingredient(s)- triclosan. Dosage form - suture/solid/parenteral. Strength - = 2360 g /m.

Event description:
It was reported that a patient underwent a total hip arthroplasty on (B)(6) 2022 and suture was used. During the procedure, when the surgeon started continuous suturing on fascia, the needle was detached from the suture easily. The operation time was extended within 30 minutes. It was not a control release needle. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 08/15/2022. This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc., or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H3 evaluation: the product was returned for evaluation. Visual inspection was conducted on the returned device. One empty labeled winding former, a detached needle, and a suture piece of product were returned for evaluation. In order to evaluate the conditions of the returned sample, the swage area and hole of the needle were noted with marks that appear to be from the surgical instruments, and the hole was observed with suture remnant. During the visual inspection of the suture, the end was cut. After further evaluation, crimping marks were observed on the end suture possibly from a surgical instrument. A functional test was not performed as the needle was received detached from the suture. The manufacturing records couldn't be reviewed as the batch number is unknown. The condition of the sample received indicates improper handling of the device. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Trade name -irgacare. Active ingredient(s)- triclosan. Dosage form - suture/solid/parenteral. Strength - : 2360 g /m.